Manufacturer narrative:
Device evaluated by MFR: returned product consisted runway catheter and a y connector. It was noted during the product analysis that the material at the distal tip of the guide catheter was damaged, with the tip folding back up inside the guide catheter. Microscopic and tactile inspection revealed numerous kinks. Functional testing for the runway guide catheter was performed during the investigation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05099. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a 4 french runway guide catheter was placed, predilation was performed with an 3.0x8mm emerge balloon. A 3.50x38mm promus premier drug-eluting stent was advanced and deployed to treat the lesion. When the balloon of the stent delivery system was deflated and pulled back, it was noted that the balloon was stuck inside the guide catheter. The guide catheter and the balloon were removed together and the procedure was competed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-05099. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a 4 french runway guide catheter was placed, predilation was performed with an 3.0x8mm emerge balloon. A 3.50x38mm promus premier drug-eluting stent was advanced and deployed to treat the lesion. When the balloon of the stent delivery system was deflated and pulled back, it was noted that the balloon was stuck inside the guide catheter. The guide catheter and the balloon were removed together and the procedure was competed. No patient complications were reported and the patient's status was fine.